Event description:
I had the birth control implant called essure placed in my fallopian tubes after my second child in 2008. Since then it has caused me more harm than good. I have dealt with numerous tests, bloodwork, xrays, medications, physical therapy, and so much more over the past 7 years. I have been from one specialist to the next with symptoms including, rapid weight gain, headaches, memory loss, pcos, back pain, abdominal pain, all over pain like having a sunburn on my skin, numbness of hands and feet, severe edema, high blood pressure, loss of bladder and bowel function, ringing in my ears, metallic taste in my mouth, muscle spasms, heavy menstruation lasting more than 7 days, inability to walk due to severe swelling, rashes, itching, sweating all the time, insomnia, pelvic and kidney pain, bruising for no reason, increased thirst, hair loss, bloating of the abdomen looking like I am 6 months pregnant, skin sensitivity, cystocele and rectocele, joint pain, depression, urinary tract infections, blood in urine, no libido, no feeling during intercourse, and chronic fatigue every month since 2008 when the implant was placed by my ob/gyn.